Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after battery change. The customer reported that the contacts on the battery cap were neither missing nor damaged. Customer stated that insulin pump had unexpected restart. Customer was able to clear the alarm and able to complete rewind. The customer reported that the insulin pump display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.